Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was a loss of capture and far field p-wave oversensing on the right atrial lead. The device was reprogrammed to resolve the event and the patient was stable with no adverse consequences.

Event description:
Additional information received that episodes of undersensing were noted on the atrial lead. Lead replacement is anticipated and the patient was stable with no consequences.